Event description:
A us distributor reported that a patient was experiencing "check therapy pad" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿check te pad¿ messages) was confirmed due to the trunk cable connector being damaged and unable to connect to a monitor. The electrode belt was unable to pass a latch test. The root cause for the damaged connector was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.